Manufacturer narrative:
Method: the defective board has not been returned to progeny yet. The symptom and the date of manufacturing of the unit match a known failure mode of jb-70 units built within a specific time frame.

Event description:
A service technician from dealer reported that a jb-70 intra-oral x-ray unit, (B)(4), would generate an exposure on its own when the unit was turned on. The system could not make add'l exposure unless it's powered off and on again.